Event description:
According to the complainant a progav was blocked and not adjustable postoperatively. The valve was implanted on (B)(6) 2015. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 85 cm, weight: (B)(6).

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). The valve was returned submersed in a unidentified liquid in the provided return kit. Result: first we performed a visual inspection of the progav. There were no significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion and non-adjustability. At the time of the investigation the valve was shown to be permeable and adjustable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.